Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia and environmental allergy. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included meloxicam. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy menses"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (surgical removal of coil(s) - transection of fallopian tubes). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, vaginal haemorrhage, migraine, headache, dysmenorrhoea and fatigue outcome was unknown and the menorrhagia and back pain had resolved. The reporter considered back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-jan-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), migraines/headaches, dysmenorrhea (cramping), pain, fatigue were added. Device code changed. Case became valid from invalid. New reporters and reporter information added. Plaintiff demography added. Product implanted explanted date and indication added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.